Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery during the bolus procedure. The customer was able to clear the alarm, but the issue persisted. The blood glucose reading was 190 mg/dl. The customer changed the full set and the cannula was not bent. There were no significant events leading to the alarm observed. The customer was advised to monitor the insulin pump.